Event description:
It was reported a device was used during a tumor resection procedure. It was reported that there is no function and a continuous tone. The case was completed with another h2tuv. There was no patient consequence. No further information is available.